Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple stent sheath kinks; thus resulting in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. During removal, interaction with the mildly tortuous anatomy and interaction with the biotronic sheath resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the noted tip separation. Surgical access was used to remove the stent resulting in the noted stent damages (bent/stretched/broken struts, separated distal stent tabs). As reported, the handle was opened resulting in the noted dislocated proximal spool. Handling post procedure or during packing for return analysis resulted in the noted jacket stretch marks and bends. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the final report being filed, it was reported that when the stent thumbwheel jammed the stent had only deployed 1-2cm. The physician then opened the handle of the sess in an attempt to manually deploy the stent; however, the attempt was unsuccessful. Therefore, the sess was attempted to be removed from the patient and during removal the stent became stretched to the point the stent entered the distal end of the 6f sheath being used in the procedure. When the physician attempted to remove the 6f sheath, the sheath would not move. The physician continue to pull on the sheath and the sheath broke just below the level of the skin incision. At this point surgical intervention was started, where the stent and distal part of the sheath were removed. A bypass was performed to treat the patient and complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with mild tortuosity. The first absolute pro ll absolute pro ll self expanding stent system (sess) was implanted without issue. The second 6x150mm absolute pro ll sess was advanced to the target lesion and the stent was attempted to be released; however, the thumbwheel was stuck and the stent was only able to be partially deployed. Therefore, the sess was attempted to be removed, but removal of the sess was noted to be difficult due to being stuck with the anatomy. As a result, surgical access was used to remove the sess. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple stent sheath kinks; thus resulting in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. During removal, interaction with the mildly tortuous anatomy resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the noted tip separation. Surgical access was used to remove the stent resulting in the noted stent damages (bent/stretched/broken struts, separated distal stent tabs). As reported, the handle was opened resulting in the noted dislocated proximal spool. Handling post procedure or during packing for return analysis resulted in the noted jacket stretch marks and bends. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed an indication of a lot level product quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. H11- updated. Correction to h6 - adverse event problem: investigation findings 114 & investigation conclusions 4311 were removed.